Manufacturer narrative:
Investigation summary: a review of device history record, complaint history, specifications, manufacturing instructions, visual inspection and quality control data was conducted during the investigation. The device history record was reviewed and no non-conformances were identified. However, there were two other complaints for leakage for this lot number from a different customer. The device failure analysis found that he device was returned in used condition. A leak test confirmed a leak under the connector cap. No other damage was noted. The shaft flare size was measured, which was within specification. Based on the provided information, inspection of returned product and the investigation, the root cause is manufacturing related. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required. Measures have been previously initiated to address this issue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was implanted on an unspecified date for an unknown indication. The customer state that the device was leaking from the first white joint near the locking mechanism. The conditions and handling circumstances surrounding the event are not known. The device was completely explanted and a replacement device placed. No further information was provided.